Event description:
Information was received indicating that it was observed that this cadd prizm vip pump gave error 20201 and error 10102. There are no known adverse effects.

Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition with a missing rear label. Customer's complaint of error codes 20201 and 10102 was verified. The event log did not able to be downloaded. Service replaced the microprocessor unit board. Use testing was performed. The problem source is the faulty microprocessor unit board.